Event description:
The haptic bent during the insertion of the lens in the patient's eye. The lens was removed and replaced.

Manufacturer narrative:
See MDR 1920664-2008-00093 for the delivery device used with this intraocular lens. The lens was returned with one haptic bent and the optic cut. The delivery device was not returned. The cause of the damage cannot be determined.